Manufacturer narrative:
This incident has been recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephon- (B)(6). The device will be returned for analysis an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the dermatome stopped working mid graft, as a result the skin partially grafted was unable to be used. Another dermatome was used to complete procedure that resulted in a small delay. No sutures were needed and same graft was taken. No additional graft was needed. Due diligence is complete.